Manufacturer narrative:
The returned device was evaluated and the download data shows no timeouts or drive stalls that would indicate a failure of the drive mechanism to advance the plunger. The device did not generate any hazard alarms. The device was received with the distal tip of the soft cannula extending just beyond the bottom housing window. Removal of the top housing revealed the internal portion of the cannula to be bunched up near the slide insert. The soft cannula was found to be split for a length of 0.299 inches starting at the top of the cannula nail head, and the nail head was observed to be damaged. Evidence of fluid residue was observed on the mechanism rails. Manual rotation of the ratchet gear resulted in fluid leaking into the device from the damaged cannula. The damaged cannula resulted in a failure to deliver the intended insulin dose. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 496 mg/dl. As treatment, the patient received 1 unit of insulin by syringe and a new pod was applied.